Event description:
The bioraptor 2.3mm drill hole prepared with inline guide and correct drill bit. The anchor was inserted and the sutures were tensioned to fell implantation of anchor into the bone. The sliding knots were tied and upon locking the anchor pulled out of the bone. The surgeon had to release the suture from the capsular tissue and discarded the anchor. Another hole was prepared adjacent to the initial hole and the anchor was implanted and the sliding knots applied in the same way. Once again on locking, the anchor pulled free from the bone. It was replaced with a 2.9mm bioraptor anchor in same drill hole and this anchor was successfully implanted and sutures were tied.

Manufacturer narrative:
Device was not returned for eval.